Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) reported that the blood pressure and dehydration issues were in no way related to the patient's spinal cord stimulator (scs). However, the stimulation in the bladder issue would have to be referred to the manufacturing representative (rep), as the doctor would just put the implants in and made sure they would not get infected. The rep was to manage all the programming.

Event description:
It was reported that on (B)(6) 2011 the patient¿s implant was in their stomach and she had all kinds of problems like it stimulating her bladder instead of the pain. As a result she ended up in the hospital due to dehydration and then went back to the hospital for a third time for five days because her blood pressure dropped to 60/30. She was put in the intensive care unit to get her blood pressure back up. The patient stated she learned not to use therapy as much as she had previously. When she was asked what was done to resolve the stimulation in her bladder the patient stated ¿nothing was done at that time by the manufacturer¿s representative (rep). As a matter of fact he told me he had never heard of such a thing happening.¿ the patient started using it for two hours at a time on as low of a power as they could get relief. The pain eventually subsided and the patient no longer needed it on a regular basis.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).